Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "downstream occlusion repeats" was reproduced after loading a set and closing the door and running an infusion. Evaluation sent device for testing and a constant downstream occlusion occurred. A review of the event history log revealed multiple "downstream occlusion" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the force sensor scale factor and force sensor no-tube out of specification. The force sensor scale factor and force sensor no-tube required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed downstream occlusion repeatedly in the biomedical service department. There was no patient involvement. No additional information is available.